Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-01251 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit and an obtryx transobturator mid-urethral sling system were implanted into the patient on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.